Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is folded onto the anterior side of the optic and adhered by solution. A deep gouge mark is observed on the anterior side of the optic starting at the edge with missing and loose lens material. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The reported scratch was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is:(B)(4).

Event description:
A customer reported an intraocular lens (iol) was scratched. Timing and patient impact are unknown. Additional information was requested.